Manufacturer narrative:
It was reported the ipg met or exceeded 75% expected longevity. There is no device malfunction. The device is no longer reportable.

Event description:
It was reported the ipg met or exceeded 75% expected longevity. There is no device malfunction. The device is no longer reportable.

Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient's ipg was explanted and replaced due to recharging burden. Therapy was restored post-op.